Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tgt3715/8344049). Intra-procedure imaging revealed a distal type I endoleak, and the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2010, follow-up revealed that the distal type I endoleak persisted. Aneurysm diameter measured 62 mm. The endoleak was continued to be monitored. On (B)(6) 2011, at the six-month follow-up study, the distal type I endoleak remained. Aneurysm diameter measured 61 mm. On (B)(6) 2011, the patient was implanted with a non-gore endoprosthesis (manufacturer unknown) to treat the distal type I endoleak. On (B)(6) 2011, the endoleak resolved. Aneurysm diameter measured 60 mm. Two more follow-up studies revealed no further adverse events. The aneurysm diameter measured 58 mm.